Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A flexiva ID 200 laser fiber was returned to boston scientific corporation on june 19, 2018 and inspected on june 21, 2018. According to initial inspection of the returned laser fiber, the fiber was broken. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results: one flexiva ID 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual examination revealed that the fiber was kinked approximately 127.5 cm from the top of the connector. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
A flexiva ID 200 laser fiber was returned to boston scientific corporation on (B)(6) 2018 and inspected on (B)(6) 2018. According to initial inspection of the returned laser fiber, the fiber was broken. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.